Event description:
After finishing the procedure, a hemiplegia right was noticed. Had been a long procedure (2 hours) with very difficult puncture of the right femoral artery. 7 proglides were being used. Difficulties to deliver the lotus introducer sheath. Uneventful implant of a 25mm lotus valve without bav, without repositioning. No difficulties to tracking the system through the anatomy. When removing the lis l a dissection of access vessel was seen, patient got protamin, physicians were having issues to fix the dissection. Massive thrombusburden in the femoral vessels. Today, 2 days after event, the stroke is clinically confirmed, patient is stable but still suffers from hemiplegia. Blood flow of right leg is...

Manufacturer narrative:
Date of manufacture: lot #: 247091: 07-apr-15, lot #: 286886: 02-jul-15. Lot expiration date: lot #: 247091: 31-mar-17, lot #: 286886: 30-jun-17. Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation did not identify any anomaly which could contribute to the reported event. A similar complaint review was completed for lot #'s 274091 and 286886. This review concluded that no further complaints were opened specific to these lots where a similar as reported event was reported. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' and 'undeterminable'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while undeterminable is defined as 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. Vessel dissection and thrombus are both detailed as potential adverse effects within the lotus dfu 139816-01. It cannot be concluded that the stroke was due to the thrombus therefore the root cause is deemed undeterminable. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
After finishing the procedure a hemiplegia right was noticed. Had been a long procedure (2 hours) with very difficult puncture of the right femoral artery. Seven proglides were being used. Difficulties to deliver the lotus introducer sheath. Uneventful implant of a 25mm lotus valve without bav, without repositioning. No difficulties to tracking the system through the anatomy. When removing the lis l a dissection of access vessel was seen, patient got protamin, physicians were having issues to fix the dissection. Massive thrombus burden in the femoral vessels. Today, 2 days after event, the stroke is clinically confirmed, patient is stable but still suffers from hemiplegia. Blood flow of right leg is ok.

Manufacturer narrative:
Date of manufacture: lot #: 247091: 07-apr-15, lot #: 286886: 02-jul-15. Lot expiration date: lot #: 247091: 31-mar-17, lot #: 286886: 30-jun-17. Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation did not identify any anomaly which could contribute to the reported event. A similar complaint review was completed for lot #'s 274091 and 286886. This review concluded that no further complaints were opened specific to these lots where a similar as reported event was reported. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' and 'undeterminable'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while undeterminable is defined as 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. Vessel dissection and thrombus are both detailed as potential adverse effects within the lotus dfu 139816-01. It cannot be concluded that the stroke was due to the thrombus therefore the root cause is deemed undeterminable. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacture.

Event description:
After finishing the procedure a hemiplegia right was noticed. Had been a long procedure (2 hours) with very difficult puncture of the right femoral artery. Seven proglides were being used. Difficulties to deliver the lotus introducer sheath. Uneventful implant of a 25mm lotus valve without bav, without repositioning. No difficulties to tracking the system through the anatomy. When removing the lis l a dissection of access vessel was seen,patient got protamin, physicians were having issues to fix the dissection. Massive thrombusburden in the femoral vessels. Today, 2 days after event, the stroke is clinically confirmed, patient is stable but still suffers from hemiplegia. Blood flow of right leg is ok.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' and 'undeterminable'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while undeterminable is defined as 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
After finishing the procedure a hemiplegia right was noticed. Had been a long procedure (2 hours) with very difficult puncture of the right femoral artery. 7 proglides were being used. Difficulties to deliver the lotus introducer sheath. Uneventful implant of a 25mm lotus valve without bav, without repositioning. No difficulties to tracking the system through the anatomy. When removing the lis l a dissection of access vessel was seen, patient got protamin, physicians were having issues to fix the dissection. Massive thrombus burden in the femoral vessels. Today, 2 days after event, the stroke is clinically confirmed, patient is stable but still suffers from hemiplegia. Blood flow of right leg is.